Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported the patient stated she was recovering from a urinary tract infection. It was noted the patient began the trial on (B)(6). Additional information from the consumer on (B)(6) reported she had a urinary tract infection. The patient noted she was waiting for the medication the hcp prescribed. There were no further complications that have been reported as a result of this event.